Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for prevent pregnancy: mirena iud from march 2009 to 2010. In april 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe crampin"), abdominal distension ("bloating"), alopecia ("hair loss"), the first episode of weight increased ("weight gain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), fatigue ("fatigue"), amnesia ("memory loss"), mood swings ("mood swings"), the second episode of weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and abdominal distension outcome was unknown and the alopecia, abdominal pain, dyspareunia, dysgeusia, fatigue, amnesia, mood swings, the last episode of weight increased and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, dysgeusia, dyspareunia, fatigue, mood swings, pelvic pain, vaginal discharge, the first episode of weight increased and the second episode of weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Reporter was added. Patient details and historical drug were added. Abdominal pain, dyspareunia, metallic taste, fatigue, memory loss, mood swings, weight gain, vaginal discharge and did you undergo an essure confirmation test? No were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2009 to (B)(6). Concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), alopecia ("hair loss"), the first episode of weight increased ("weight gain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), fatigue ("fatigue"), amnesia ("memory loss"), mood swings ("mood swings"), the second episode of weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and gastric disorder ("stomach issue"). The patient was treated with surgery (a pelvic surgery to try and alleviate the symptoms. A. Hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension and gastric disorder outcome was unknown and the alopecia, abdominal pain, dyspareunia, dysgeusia, fatigue, amnesia, mood swings, the last episode of weight increased and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, dysgeusia, dyspareunia, fatigue, gastric disorder, mood swings, pelvic pain, vaginal discharge, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received event " stomach issue" was added. Patient and surgery information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with a pelvic surgery to try and alleviate the symptoms and essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.